Manufacturer narrative:
Result of investigation: the customers reported complaint was confirmed by vyaire's failure analysis lab through the events log and duplicated during functional check. Transducer pt800 has failed. This is a known issue which can be referenced with CAPA-000000281. A replacement product was shipped to the customer.

Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
It was reported to vyaire that the vela ventilator alarmed transducer fault, ventilator inoperable, motor fault, low minute ventilation, and high rate simultaneously. The customer confirmed that there was no patient involvement and no patient harm associated with the reported event.